Manufacturer narrative:
Testing and investigation found tha the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device fan was spinning, but ir produced a loud noise. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed for s233 (over temperature - psc), and the fan was not turning. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.